Manufacturer narrative:
As of today, the above referenced console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the dichroic mirror was not installed correctly. The focus knob and the scanner communication harness were damaged. Based on the analysis results, the reported event was confirmed as replacing the damaged parts resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam is off center on the micromanipulator. There was no patient involved.